Event description:
During an operation, in the operating room, the CT-1 suture needle separated from suture. This happened with 2 separate packages of the sutures. Patient code: 4582. Device code: 1562. Referencing report mw5184027.